Event description:
The customer reported that he went to administer a bolus within an hour of placing a new pod, but the bolus delivery was interrupted by a pod alarm. His bg at the time was high (337 mg/dl). The pod will be returned for eval.

Manufacturer narrative:
The returned product eval confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.